Manufacturer narrative:
Clinical conclusion: there is a temporal relationship between pd therapy with the liberty select cycler and the patient¿s hernia event. At this time, the cause of the patient¿s hernia cannot be determined with the information available. However, there is no documentation that indicates a liberty select cycler deficiency or malfunction was associated with the hernia event. Hernia is a well -known potential complication in pd therapy due to increased intra-abdominal pressure from the dialysate which can exacerbate pre-existing weaknesses in the supporting abdominal wall structures, leading to hernia formation. Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis nurse reported that this patient on continuous cycling peritoneal dialysis (ccpd) underwent outpatient hernia repair (unknown location) on (B)(6) 2018. The patient was subsequently transitioned to hemodialysis therapy. No further details surrounding the patient¿s hernia event are known. It is unknown if the patient¿s hernia was pre-existing prior to commencement of pd therapy. Additional information was solicited.